Event description:
It was reported that IV catheter 24g was inserted into patient and caused significant pain. Patient started bleeding from the IV insertion site (poke) while IV catheter was in. When flushed with normal saline, IV blew. When rn took the IV out and looked closely - the IV had "ridges" like extra plastic on catheter and a hole. Patient got a new IV inserted and everything was fine. There was patient involvement and minimal patient harm.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.